Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that burns were experienced on the lower cheek no both sides of the face one day post treatment. Additional information has been requested but not received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The treatment tip was not returned to solta medical; therefore, a product evaluation could not be performed. The lot number was not provided, therefore a device history review (DHR) and product evaluation could not be conducted. Based on the current information the root cause could not be conclusively determined.